Manufacturer narrative:
Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Cerebral infraction and speech impairment occurred due to air ingress after the procedure. The patient is hospitalized and undergoing rehabilitation. It was reported that faradrive steerable sheath was selected for use. It has been mentioned that octaray was inserted in the faradrive but the hemostatic valve of the faradrive was found damage during the procedure. Non-bsc catheter was used with the sheath. As per physician the medical condition is non-serious and prolonged hospitalization stay is needed. The patient is currently hospitalized and undergoing rehabilitation. The issue is through to be caused by the air contamination due to valve breakage of the faradrive sheath. No abnormalities were seen prior to the use of the product. Laboratory test and result showed cerebral infraction due to air ingress.